Manufacturer narrative:
Correction: b3 for follow up #2.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of hernia which warranted surgical repair, as the patient had not begun performing ccpd therapy prior to (B)(6) 2019. Per the pdrn, the event was unrelated to pd therapy, or the utilization of any fresenius product or device. The hernias were discovered during evaluation of the patient¿s pd catheter (not a fresenius product), prior to its use. Based on the information available, the liberty select cycler can be disassociated from the event, as there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction caused or contributed to the event. Hernias are a well-known potential complication of pd therapy, and the surgical introduction of a pd catheter increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having hernia surgery. Upon follow up, the patient¿s peritoneal dialysis registered nurse [(pd)rn] revealed the patient¿s pd catheter (not a fresenius product) was inserted sometime last year (date not provided) and remained unused. Prior to utilizing the pd catheter for renal replacement therapy, the patient was evaluated by the surgeon on (B)(6) 2019. During the appointment, the patient was diagnosed with a ventricle hernia and an umbilical hernia. And the patient was subsequently scheduled for a surgical hernia repair on (B)(6) 2019. The nephrologist ordered low volume (1000 ml) exchanges prior to the surgical repair, however the patient was unable to tolerate manual exchanges. The patient is recovering from the event and has currently transitioned to hemodialysis (hd) for 6 weeks to allow the patient¿s abdomen to heal. The pd catheter remains intact, in the patient's abdomen. Per the pdrn, the events were unrelated to the utilization of a fresenius device or product, as the patient had not begun its use.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: adverse event.